Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: b2.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful.